Event description:
This event is reportable based on the product analysis approved on 06/18/2007. It was reported that during a drug eluting stenting procedure of the proximal circumflex artery the physician was unable to cross the lesion with the 3.5x32mm taxus liberte stent. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was broken hypotube.

Manufacturer narrative:
Device evaluation: analysis noted that the condition of the returned unit was consistent with the complaint incident. The device was returned in two sections as a result of a break in the hypotube with the product mandrel inserted and the stent / balloon protector attached. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 70.5cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. This type of damage is consistent with excessive force being applied to the delivery system. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint is unknown.